Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens. Optic damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional patient identifiers were provided via medwatch form uf/import report # (B)(4). This medical device report is associated with the second iol that was inserted and 3 big scratches were noted across the lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was inserted and 3 big scratches were noticed upon the lens unfolding in the eye. Additional information was provided indicating that the procedure was completed with a new lens.